Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that the wrong infusion channel was accidentally selected; as a result, adrenaline was infused instead of an antibiotic. The patient developed a temporary dysrhythmia with no lasting effects. No further information was provided.